Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was observed to have a tear caused by tool or sharp instrument damage along the lateral edge of the cuff shell extending towards the adapter. As a result, the cuff did not pass the leakage test due to fluid loss from this tear. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) presented the incorrect size. The cuff was explanted and replaced with a smaller size. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) presented the incorrect size. The cuff was explanted and replaced with a smaller size. There is no additional information reported.